Event description:
Per the clinic, based on clinical troubleshooting performed (date not reported) it was determined that the results are consistent with a device malfunction.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.